Manufacturer narrative:
Arjohuntleigh received the customer complaint alleging that a linear bhm kwicktrak ceiling rail system lost its support to the ceiling surface at one bracket point. The incident was reported to occur while the resident was being transferred using voyager 550 ceiling lift (attached on the installation rail). According to the information reported, the voyager 550 ceiling lift detached from the rail installation. As an outcome, the resident fell onto floor and was hit in the left knee by ceiling lift. The resident was reported to lose consciousness for 1 second. The bruising on the resident's leg and pain of the left knee were reported. Fortunately, neither medical intervention nor hospitalization was required. The track system involved in this complaint equipped with turntable (accessory enables the lift to switch route in a multi-directional track system by accommodating a two, three or four-track junction) and a linear kwiktrack rail (attached to the turntable) supported by two bracket points. One out of two bracket points was located near the turntable accessory. As it was reported, during transfer of the resident a linear track came off the turntable and disconnected at one point from the ceiling. The inspection performed by the arjohuntleigh representative at the customer facility allows to establish that the malfunction was a result of progressive loosening of the existing hardware. As per system design, the kwiktrak rail is connected and supported to the hardware installation structure, inserted above the ceiling plate, by kwiktrack bracket attachments. It should be noted that during investigation it was determined that the involved installation system was used for over 12 years. Last maintenance performed by arjohuntleigh is dated on 2010 (7 years ago). Since that time, the installation was no longer under arjohuntleigh service contract. The instruction for use (IFU) for involved device ((B)(4)) informs that "voyager 420, 550, 800 and accessories must be serviced every 12 months as a minimum requirement (...) As part of the annual inspection, an annual load test with the safe working load must be performed on the voyager." According to track installation guide (001-11161-en rev. 3) the weigh load test must be also performed for hardware system to confirm that "the structure and the hardware will be able to support the full capacity of the system." In light of collected information, we were able to establish that the maintenance of the track and ceiling lift was not performed adequately as specified in the IFU. As a consequence of that, the bracket was not correctly supported, unscrewed, leading the track no longer be supported at this point. Please note, that if customer follows every guideline given in instruction for use, there is a really low possibility of any potentially risky situation to occur. Following the preventive maintenance checks allows to detect the failed components and would prevent the progressive loosening of the hardware structure. Therefore, it can be concluded that the installation was not properly inspected and maintained. It will be recommended to remind the customer, that the maintenance and swl test (safe working load) should be performed in recommended intervals according to device instruction for use. When reviewing reportable complaints related to installation dedicated for non-portable ceiling lifts registered during last 5 year, we have found a limited number of reportable complaints related to malfunction of hardware system. No trend is observed. In summary, the track system and ceiling lift was being used at the time the event and played role in the reportable incident. There was no indication that the ceiling lift failed to meet its specification. The ceiling rail system was not to the manufacturer specification because the rail system was detached at one connection from the installation hardware. Although no serious injury took place, we have reported this event to competent authorities in abundance of caution, due to the fact that such circumstances with patient attached on the ceiling installation rail system upon recurrence may result in harm with a high severity.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjohuntleigh received the customer complaint related to voyager 550 ceiling lift. It was reported that the lift was detached from the rail installation during transfer of the resident. In result, the resident fell onto the floor. The resident lost consciousness for 1 second. The bruising on the patient's leg and pain from the left knee were reported. Neither medical intervention nor hospitalization was required.